Event description:
Customer alleges one of the vaporizer's interlock pins is missing. There is no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.